Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the force bipolar instrument was found to have a broken cable near the tip. Per the reporter, no fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "cable is broken near tip". The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Root cause of this failure is attributed to a component failure.